Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the charger exhibited a flash memory failure at flash bga components u102 and u105 on ca board sn (B)(4). The cause of the resets was the flash memory failure. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that charger/modem sn (B)(4) was resetting.